Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. The no delivery alarm functioned properly. No cosmetic damage noted.

Event description:
It was reported that the customer changed their infusion set and it did not go in straight. It went in kinked and the pump did not pick up on it. Customer's blood glucose level was 404 mg/dl. Customer declined troubleshooting for an absence of no delivery alarm. No further details given.